Event description:
Two litho-owned esg machines as well as two ues-40 machines, were non-functioning for bipolar use in a cystoscopy, transurethral resection of the prostate procedure. The generator being used malfunctioned and read "non-conducting fluid" (although the correct fluid was being used). Multiple instruments were changed out, but the device continued to fail. Olympus was contacted and representative tested both machines with multiple saline bags and instrument sets. Sent one generator in for repair, loaner in use. Other generator working fine with all instrumentation. The patient was not harmed, but he did have to be admitted for observation since the risk of bleeding is higher with the older instrumentation set. Manufacturer response for esg-400, olympus (per site reporter).